Event description:
It was reported that they were getting an alarm that the arctic sun device had not been able to control the patient's temperature over the last 30 minutes on s/n: (B)(6). Confirmed alert 113 (reduced water temperature control) in the event log. Targeted temperature (tt) was 98.6f (37c), patient 99.8f (37.7c), water 94.8f (33.2c), chiller temperature (t4) was 4.2c, mixing pump command (mpc) was 100%. Asked nurse to send device to biomed and use another means of cooling. Per follow up information received via task on 03oct2025, the device was not cooling during functional verification. Mixing pump command was at 100 percentage, chiller temperature (t4) was at 5c, outlet control temperature (t2) was at 36c and requested a quote for the parts and stated would repair the device onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Confirmed alert 113 (reduced water temperature control) in the event log. Targeted temperature (tt) was 98.6f (37c), patient 99.8f (37.7c), water 94.8f (33.2c), chiller temperature (t4) was 4.2c, mixing pump command (mpc) was 100%. Asked nurse to send device to biomed and use another means of cooling. Per follow up information received via task on 03oct2025, the device was not cooling during functional verification. Mixing pump command was at 100 percentage, chiller temperature (t4) was at 5c, outlet control temperature (t2) was at 36c and requested a quote for the parts and stated would repair the device onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting an alarm that the arctic sun device had not been able to control the patient's temperature over the last 30 minutes on s/n (B)(6). Confirmed alert 113 (reduced water temperature control) in the event log. Targeted temperature (tt) was 98.6f (37c), patient 99.8f (37.7c), water 94.8f (33.2c), chiller temperature (t4) was 4.2c, mixing pump command (mpc) was 100%. Asked nurse to send device to biomed and use another means of cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.